Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in the left superficial femoral artery (sfa). The emboshield nav 6 embolic protection system (eps) filter was loaded onto the delivery catheter. The 315cm barewire was switched to be used on the eps and successfully advanced. The filter was deployed in the popliteal artery; however, after the filter was deployed, it moved to another location when the barewire was moved. Upon advancing an unspecified balloon, sticking/resistance was also noted with the barewire but eventually advanced. The procedure was completed using all of the same devices. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported migration could not be replicated as it was related to procedural circumstances and only the filter was returned. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and evaluation of the returned product, it is likely that the reported movement (migration) of the filter was due to procedural circumstances. It is likely that during the procedure, movement of the barewire occurred resulting in the filter moving from the deployed location. The reported resistance with the unspecified balloon catheter was possibly due to the bends or kinks with the barewire or balloon catheter causing resistance; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.